Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot number and no issues were identified. The lot had expired as of the date of evaluation; therefore, no further testing will be conducted at this time. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes produced erroneous results with expired tubes. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd vacutainer 9nc 0.129m plus blood collection tubes produced erroneous results with expired tubes. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.